Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, a single-site permanent cautery hook (pch) tip was broken during the traction of the uterus. The customer used a backup instrument to continue with the planned procedure. No fragment fell inside the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no detached/broken off/missing pieces from the instrument. The broken piece was still hanging. No fragment fell inside the patient. The instrument would be returned.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The single site permanent cautery hook (pch) instrument was analyzed and found to have a broken main tube approximately 0.88" from the distal tip. No material was found missing. Components adjacent to this broken main tube do not show damage. Additional observation(s) related to customer reported complaint: the instrument was found to have a detached fragment. The fragment measured approximately 0.102" x 0.055" and was returned with the instrument. The fragment originated form the broken main tube. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. This issue can be resolved by using an alternate instrument to complete the procedure. The detached fragment is caused wholly or partially by the user of the device to include sample handling.